Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend (vse) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the vessel sealer extend (part# 480422-01 / lot/serial# (b(4)) associated with this event has been performed. Per this review of the logs, the vessel sealer extend instrument was last used on (B)(6) 2022 via system serial# (B)(4). The instrument is single use therefore no subsequent use is recorded. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the vessel sealer extend (vse) instrument in its entirety and no conclusive determination could be made based on this analysis. This complaint is considered a reportable event due to the following conclusion: it was reported that the vse instrument grips did not open. Follow up information stated that the vse instrument was used for dissection and detachment of tissues around the bladder. The site was unable to confirm or deny if the instrument was clamped on a tissue at the time of the issue. The complaint information is ambiguous and medical intervention may be required in the event that the endowrist vessel sealer instrument fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit procedure, the tips of the vessel sealer extend (vse) instrument jaws were unable to open. The vse instrument was removed and replaced to the backup and no further issue was observed. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs confirmed the occurrence of informational error codes 22025 (the vessel sealer instrument cutting blade cannot be retracted and may be exposed) and 22026 (the vessel sealer instrument failed during homing). Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the vse instrument was inspected prior to use and found no issue. The vse instrument was used for dissection and detachment of tissues around the bladder. The site was unable to confirm if the instrument was clamped on a tissue at the time of the issue. Site confirmed that there was no unexpected tissue removal and no unexpected bleeding. The user completed the procedure using the same instrument. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument referenced under this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection confirmed a stuck grip open lever button of the housing. This prevents the grip open lever, which manually opens the grip tips, to function correctly . Additional observations reported by the site that are not related to the primary failure: the instrument was found to have dislodged blade. Visual inspection was performed and showed that the blade was exposed outside of the blade garage 0.166". No conductor wire damage or snake wrist damage was found and there was no bio debris found at the instrument tip. A review of the logs showed one blade exposed failure. The root cause is attributed to mishandling/misuse. The instrument was found to have self test homing failure based on log review and during in-house testing. The instrument was placed on an in-house system. The instrument failed the self test homing. This failure was a result of the dislodged blade failure of the instrument. Root cause of this failure is attributed to mishandling/misuse. After retracting the blade, the instrument was placed and driven on an in-house system and passed the self test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and passed the knife slot test. The instrument was inspected and all input retaining rings were installed correctly. There was no missing retaining rings. An additional observation not reported by the site and that was not related to the primary failure was also identified. The instrument was found to have a dislodged ceramic dot at the grip tips and a bent knife cable. The root cause for both is attributed to mishandling/misuse. Additional testing was performed by advance failure analysis. The primary failure analysis investigation was confirmed. The instrument housing was opened as it was determined that the retaining ring that was returned by the customer belonged to a different instrument as this instrument had all the rings in place. Further inspection revealed that the instrument had a bent knife cable along with a dislodged ceramic dot. After reviewing the logs it can be seen that the bent knife cable and dislodged ceramic dot are most likely elated to the dislodged blade event and homing failure seen in the logs.

Event description:
Refer to h10/h11 for follow-up information.